Event description:
It was reported that a capturing anomaly was observed on the right ventricular (rv) lead. Varying capture thresholds were observed. It could not be confirmed whether the issue was device related or not. The patient was to present in clinic for further evaluation. There were no reported patient consequences.